Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated locally. The symptom was verified. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.